Event description:
New information received notes that the right ventricular lead was dislodged; confirmed by fluoroscopy. There were no evidence of lead insulation anomalies. The patient's weight was (B)(6) lbs.

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited low impedance; insulation damage was suspected. Programming changes were performed. The patient was scheduled for a lead revision. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and post procedure. The patient will continue to be monitored.